Event description:
It was reported that, preoperatively, an arm triggered an error and the instrument drive unit (idu) was not moving upward. The team resolved the issue by unplugging and replugging the arm. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, the arm cart assembly triggered an error and the instrument drive unit (idu) was not moving upward. The issue was resolved by unplugging and plugging in the arm cart assembly. There was no patient involvement.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Evaluation of the logs indicated an error code for 'arm docked, sterile interface module disconnected' and an error code for 'manual insertion with no instrument attached'. Review of the field service notes indicated that the observed errors in the logs are associated with sterile interface module (sim) connection conditions and potential instrument interface issues. The sim connect to the arm cart was reseated to resolve the issue. Evaluation of the arm cart assembly confirmed the reported condition. The investigation identified that the most likely cause was traced to a failure on a separate component of the system, related to connectivity issues between the sim and instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.